Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel test compared with the siemens dimension. Pt had chest pain. Customer has no info on the final diagnosis of pt and/or if any action was taken based upon triage results; pt was transferred to another hosp. Customer is unable to obtain this info from other hosp. Sample type: whole blood (wb) edta for triage, li-heparin plasma for siemens. Siemens sample drawn at same time, but not run until later (time run is unk).

Manufacturer narrative:
Investigation pending.